Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of death.

Event description:
Dexcom was made aware on 01/30/2017 that on (B)(6) 2016, that the patient passed away. Patient's sister reported that the patient went into cardiac arrest. The sister called an ambulance and attempted cardio pulmonary resuscitation (CPR). The patient passed away before any other intervention could be completed. A copy of the certificate of death was not provided. It is not known if patient was wearing the continuous glucose monitor (cgm) at the time of death. There was no alleged device malfunction. Additional event or patient information is not available. No product or data was provided for evaluation. The customer complaint could not be confirmed. A root cause could not be determined.